Event description:
It was reported that the device has keypad problems. No buttons on the door work and the top pixex is burnt out. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
Additional information added to a1, g4, h3, h6, h10. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of (B)(6)2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced keypad(door)assy for unresponsive key. Replaced u1,u4 on display board assy for segment dim. A review of the device history record showed the device had a manufacture date of 05/21/2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, technical support determined that the proximate cause of the reported issue was due to an electrical failure of the keypad. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. 1143616 for dim u4, ca-2015-0209 for keypad.

Event description:
It was reported that the device has keypad problems. No buttons on the door work and the top pixex is burnt out. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device has keypad problems. No buttons on the door work and the top pixex is burnt out. No additional information was provided. There was no patient involvement.